Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A bd (battery depletion) was also noted. The remaining estimated longevity decreased from 25% to 16% over the course of 2 weeks. No data analysis from this device was performed. This device was explanted and replaced. No additional adverse patient effects were reported. The device remains in the possession of the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A bd (battery depletion) was also noted. The remaining estimated longevity decreased from 25% to 16% over the course of 2 weeks. No data analysis from this device was performed. This device was explanted and replaced. No additional adverse patient effects were reported. The device remains in the possession of the explanting hospital.